Manufacturer narrative:
The reported event of pe201811529047- device did not alarm air in line file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that multiple large air bubbles passed through the pump module, and the device did not alarm during a saline infusion. The air did not reach the patient, and there was no patient harm.